Manufacturer narrative:
A ge representative evaluated the system and was able to duplicate the communication error and artifact. Ge rep replaced the backplane, the fluoro functions board, and the camera. Performed a camera alignment. Could not reproduce the continuous fluoro problem. System operates as intended.

Event description:
Customer reported the system is displaying a communication error, has an artifact in images, and would not stop fluoroing. No patient injury was reported.